Event description:
On (B)(6) 2013 patient reported the infusion set released from the insertion assist device unintentionally when attempting to load. Patient stated when the infusion set released from the device, the adhesive pad of the infusion set folded over on itself. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the linkassist (serial no. (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. Corrective actions the problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The lot number is unknown. It was unknown if the initial reporter sent a report to the FDA.